Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported catheter entrapment occurred. The target lesion was located in the carotid artery. An 8.0-21 carotid wallstent¿ was advanced to treat the lesion. However, during advancement, the guidewire could not go out of the catheter shaft. The stent and the guidewire were removed together from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.